Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d si not marketed in USA, but devices with similar characteristics (i.e. Cls brevius kinectiv rasp size 8; ref# (B)(4)) are marketed in USA, and therefore this report was filed. The device history records were received and found to be conforming. A cause for this specific event cannot be ascertained from the info provided should additional info become available and an investigation result be available, an amended medical device report wil be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the "lat" inscription on the rasp straig.stem mod is missing.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: a trend was identified. A trend analysis has been initiated. Compatibility check the compatibility check could not be performed as only one product type was reported to us. The product compatibility check is not relevant for one product type only. Review of incoming information: it was reported that on new equipment there is no "lat" inscription on the rasp. No other documents were provided. Devices analysis: the five complained rasps were returned for investigation. One rasp has been returned unpackaged. While the other four rasps have been returned in the original untouched packaged. On all the rasps the "lat" inscription was visible also through the original packaging. The "lat" marking is thin but is legible. The reported rasps were returned to zimmer (B)(4) and performed according to their specifications. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).